Event description:
It was reported that during an unknown procedure, the device could not be closed and opened during the procedure. The device was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that a 6sb45 device was received in good visual condition and with a green cartridge reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device; however the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the firing trigger and yoke teeth were found broken. Although no conclusion could be reached as to how the teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.